Manufacturer narrative:
Unit received with blank display due to electrical board connector not plugged in properly. Unable to verify no delivery alarm due to blank display noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 21 mmol/l. Customer experienced symptoms like nausea and vomiting. Customer treated with manual injection. The reservoir will be returned for analysis.